Event description:
It was reported that the cot dropped at the head and foot end without any movement of the release cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot dropped at the head and foot end without any movement of the release cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Updated the device catalog number and serial number.